Event description:
It was reported both workstation monitors failed to display images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.